Manufacturer narrative:
One sensor was inspected and opened and found that the sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor cannula was missing an electrode. Customer's blood glucose was unknown at the time of incident. There was no further information provided by the customer or by troubleshooting.